Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 375 mg/dl on the adc freestyle libre 2 sensor and self-treated with unspecified dose of insulin based on the sensor result. Customer subsequently experienced symptoms of hypoglycemia described as "dizzy, trembling, freezing and sweating" and lost consciousness. Customer regained consciousness after 10-15 seconds and was able to self-treat with cola. There was no report of death or permanent injury associated with this event.